Event description:
One june 23, 2009, the lay-user/patient contacted lifescan alleging that a one touch ultramini meter had an "error 4" issue. The patient indicated that the alleged meter issue started in 2009, at an unspecified time. A day later at an unknown time, the patient claimed that he developed symptoms of shakiness, sweating, and nausea due to the alleged meter issue. In the next day, at 9:45 pm, the patient claimed that he received insulin treatment in an emergency room (ER). His blood glucose was reportedly tested on an ER/hospital meter and a result of "432 mg/dl: was allegedly obtained. The patient was treated with 12 units of levemir insulin. In the following day, at 7:00 am, the patient took an increased dose of diabetes medication. The patient took 10 units of levemir insulin instead of 8 units. It would have been helpful to know the following information: the patient's testing frequency, his medication and diabetes management regimens, what actions the patient took in response to the "error 4" issue, what actions the patient took before and after the symptoms developed, and if he was symptomatic upon arriving in the ER. In addition, it would have been helpful to know what actions the patient took prior to going to the ER, why he went to thr ER, what time the reported symptoms developed, and if the patient tried to test his blood glucose the day the symptoms developed. The one touch customer advocate (otca) noted the condition of the reported test strips as being damaged. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms of that can be associated with a serious injury a day after the alleged "error 4" issue began. The patient also alleged that he received insulin treatment in an ER after the issue started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.